Event description:
The customer's mother reported that the insulin pump was squirting insulin during the manual prime. The mother was advised to have the customer discontinue using the insulin pump and revert to a back up plan of manual injections. The mother stated that she would take the customer to the hospital for treatment. The mother called back the next day, confirming that the customer was taken to the emergency room with a blood glucose reading of 811 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.